Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead dislodged and the stylet was not "going all the way down" the lead during implant procedure. Several stylets were attempted. The lead was not used and a replacement was used instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted a test sample stylet was inserted fully into the lead without resistance or anomalies. If information is provided in the future, a supplemental report will be issued.